Event description:
An initial report of patient hospitalization on (B)(6) 2025 was received by united therapeutics drug safety on 15-jan-2025 and forwarded to millyard advanced medical products, llc on 16-jan-2025. Another report was received by united therapeutics drug safety on 21-jan-2025 indicating the patient was sent home from the ER on (B)(6) 2025. The report went on to indicate that the patient had passed away at home on (B)(6) 2025. An additional report was received by united therapeutics drug safety on 26-jan-2025 indicating that the patient had passed away in the ER in cardiac arrest. On (B)(6) 2025, the ER rph reported that the patient presented to the ER with a pump malfunction. The malfunction was resolved without the need for replacement. It was confirmed that there was no therapy interruption or associated adverse events. On (B)(6) 2025, the nurse reported that patient had been admitted to the hospital on (B)(6) 2024 and was started on IV remodulin on (B)(6) 2024. The patient was transitioned to sq remunity therapy on (B)(6) 2024 and was subsequently discharged from the hospital on (B)(6) 2025. She was being monitored for toe necrosis caused by stills disease, which is a connective tissue disease that also caused her pah. She had no active infection and was observed to be doing well with her pah. She experienced some type of remunity pump issue on (B)(6) 2025 and was seen in the ER and sent home. She had been checked on at 12 midnight on (B)(6) 2025 and was found on the floor in the early morning and was pronounced dead. On (B)(6) 2025, a nurse stated that the patient was found down and passed out at home, and that she later passed away on (B)(6) 2025 in the emergency room in cardiac arrest. The device was determined to not be malfunctioning before the patient was released from the ER on (B)(6) 2025. As such, there was no causality assessment regarding the usage of the device and the death of the patient. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation.